Manufacturer narrative:
Arjohuntleigh received the customer complaint alleging malfunction of minerva passive floor lift which was reported by (B)(6) customer in (B)(6). It was stated by the customer that when the caregiver wanted to lift the resident from the floor using minerva lift, the lifting arm cracked, causing the resident to fall onto the floor. Fortunately neither injury nor harm occurred as outcome of this fall. When reviewing the reportable events for minerva and similar passive floor lift (minstrel) registered during last 5 years, we have not found similar complaints related to the investigated issue. According to that, this particular complaint appears to be an isolated occurrence. Please be aware that the minerva passive floor was manufactured in february 2004 and it has been in use for over 13 years. The device was delivered to customer with the instruction for use (IFU med22607 rev.0) which clearly indicates how properly use the device. As per IFU "it is advisable to have the device checked yearly by the supplier, this way you are sure that the device is approved for use for one year and is in a correct state." It should be emphasized that to ensure that the device continues to perform within its original specification, preventive maintenance procedures should be carried out at the intervals described in the IFU. The service and technical support is essential to provide the optimal protection and performance of the floor lift. Unfortunately and despite our best efforts further information concerning the device history has not been made available - the device was not under arjohuntleigh service. In light of this information we are not in a position to determine if adequate preventative maintenance was performed in accordance with our recommendations. It should be noted that if any problem occur before the use, the device should be excluded from use until will be repaired. In conclusion, the root cause of the event cannot be determined with certainty with the information at hand. It was established that the device was being used with a resident at the time of the event and played a role in the reported incident. There was a lifting arm deficiency found and from that perspective the system was not up to manufacturer specification at the time of the incident. We find this complaint to be reportable to the competent authorities in abundance of caution based on the potential of possible injuries in case of reoccurrence.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site medibo n.v (under registration #3004468271). As of 2011, that number was de-activated due to the site no longer shipping product to the USA and until 2014 complaints related to these products were handled by arjohuntleigh, a branch of arjo limited med ab and any medwatch reports were submitted under registration #1000381138. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. Additional information will be provided upon conclusions of the investigation.

Event description:
Arjohuntleigh received the complaint from the (B)(6). The caregivers wanted to lift the resident from the floor, using the minerva passive floor lift. During this lifting movement, the lifting arm broken. In result the resident fell back to the floor. Fortunately, there were no injuries.